Event description:
It was reported that the implant was inserted in (B)(6) 2024 and found to be broken when it was removed in (B)(6) of the same year, with part of it remaining in the patient's body. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.